Event description:
Vessel sealer used during robotic cystectomy. Vessel sealer blade did not retract back; instrument failed to seal completely. Opened another vessel sealer and it worked fine, no patient injury. Malfunctioning product to be sent back to vendor for quality analysis and credit/reimbursement given.